Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneous high sodium (na) patient results on cell 2. The erroneous results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided verbally patient data for four (4) patient samples.